Event description:
Over an unknown time period, this single-center retrospective study evaluated the outcomes of patients with secundum atrial septal defect (asd ii) referred for either transcatheter or surgical closure, with the goal of assessing mortality, morbidity, pulmonary hypertension, and rhythm outcomes after closure. A total of 611 patients were included (median age 6.95 years, 163 males), of whom 396 underwent catheterization with attempted transcatheter closure. Of those, successful defect closure was achieved in 300 patients. Among the devices used, 17 patients received a gore® septal occluder device (gso), 2 received a gore® cardioform septal occluder device, and 1 received a gore® helex® septal occluder device. The article describes one adverse event involving a gore® septal occluder device. A 16-year-old boy with a 12 mm asd ii underwent implantation of a 30 mm gso without prior balloon sizing. Several hours later, the patient developed chest pain, and thoracic x-ray imaging showed device dislocation into the right pulmonary artery (pa). The patient was therefore returned to the catheter lab, and the embolized gso device was retrieved using a lasso device and a long sheath. Re-evaluation then revealed two asd defects, and the smaller 6 mm defect was closed with a 6 mm amplatzer¿ septal occluder device. The larger defect was treated in a staged manner, and 14 months later, repeat balloon sizing showed the defect to measure approximately 15 mm, after which a 30 mm gso was successfully implanted. On transesophageal echocardiography (tee) imaging two years later, there were no signs of residual shunt. The authors also reported a 68-year-old male with obesity, hypertension, ansd type ii diabetes, who had multiple asd devices, including a gore® septal occluder. This patient died 6.5 years after percutaneous closure from severe congestive heart failure; however, this event was not attributed to any of the implanted devices.

Manufacturer narrative:
The following literature article was reviewed: gorenflo j, ziesenitz v, farag m, loukanov t, gorenflo m. ¿outcome in patients with secundum type atrial septal defect referred for percutaneous or surgical closure: a single-center experience.¿ thorac cardiovasc surg. 2026;74(s 03):e1-e8. Doi:10.1055/a-2786-1128. Published online: 2026-02-02. A1, patient identifier (in confidence): currently unknown. Until further notice, data provided in this field reflect gore's internal reference number for this case. B3, date of event: study time range, device implant date, as well as further patient details are currently unknown. Literature published date 2026-02-02 was therefore provided until further notice. A review of the manufacturing papers cannot be performed at this time as device details are unknown. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.